Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was no longer getting no battery at a pre-designated time which had caused the insulin pump to lose power suddenly, had unexplained or random no delivery alarms which would continue through site change, battery was not lasting long and the insulin pump was a little louder during rewind. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm or no delivery alarm noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt program. (B)(4).